Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had leakage from scope cover, air/water aspiration channel, cylinder port was discolored and scope detection failed and showed error e315. The event occurred at reprocessing for a diagnostic colonoscopy. There were no delays reported. There were no reports of patient harm.

Manufacturer narrative:
Updated h3. Corrected g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause of the event could be that water or moisture invaded the device and the image sensor unit/circuit board inside the connector was damaged by the water. However, a definitive root cause could not be determined. A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor field performance for this device.